Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. If product was removed: what was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? What is the current status of the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. Post-op, he parturient underwent surgery. During the surgery, lactated ringer's solution was injected intravenously, high-frequency electric knife was used to cut and coagulate blood, and suture was used to suture the skin. After the surgery, the patient returned to the ward. The patient was discharged from the hospital 4 days later. The wound was found to be healing well and was allowed to be discharged. 37 days after the surgery on (B)(6) 2025, the parturient returned to the hospital and complained of wound exudation. After checking, the suture was found to be exposed. The doctor used sterile forceps to clamp the thread end and found that the suture was not absorbed. The wound dressing was changed immediately. Additional information was requested.